Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k110122, k141521. The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 4mm distal from the distal markerband. A visual examination of the markerbands identified no issues. A visual, tactile examination and leak test identified no kinks, damage or leaks to the shaft of the device. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that balloon leak occurred. The target lesion was located in the left lower extremity arterial stenosis. A 5.0 x 200, 135cm mustang balloon catheter was advanced for pre-dilation. During inflation at 8 atmospheres, it was noted that contrast medium overflow at the tip of the balloon. The balloon was removed from the patient's body. Upon visual inspection, fluid leakage was noted, however, there was no pinhole noted. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed a balloon pinhole located approximately 4mm distal from the distal markerband.